Event description:
As reported through the rage study, a patient with a history of hypertension and hypothyroidism presented with a one day history of headaches and confusion. The patient was found to have diffuse subarachnoid hemorrhage with an anterior communicating artery aneurysm on cta. The patient underwent endovascular, balloon assisted coil embolization of an anterior communicating artery aneurysm with excellent obliteration of aneurysm, consistent with raymond roy grade 1. The procedure was complicated by intraprocedural rupture. Reportedly, following insertion of a hydroframe 5mm x 10cm embolization coil implant (see MDR 2032493-2021-00502) , the coil was noted to be partially protruding through the aneurysm wall into the subarachnoid space. A transform balloon was inflated and a second coil was rapidly placed without evidence of extravasation on the following injection. The last coil implant partially herniated into the anterior communicating artery, but without evidence of surrounding thrombosis or flow limitation. Dyna CT showed evidence of new hemorrhage, however, with mild hydrocephalus necessitating evd insertion.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for investigation. The alleged event and product issue could not be confirmed.